Event description:
It was reported that a second surgery was performed due to a post-op infection. According to the reporter, the patient had a right shoulder cuff repair in 2009. At three weeks post-op, the patient had fluid draining from the portals (incisions); sign of an infection. The patient was placed on antibiotics for six weeks. A second surgery was performed two months later, to remove all of the sutures and an incision and drainage of the wound. The patient is doing well. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
This is the second of three infection cases reported for this surgeon. The device was requested for evaluation, but was not returned; therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event; no issues were found with the sterilization of this lot. This device is supplied sterile. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source of infection or patient noncompliance with post-op wound care directions. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.